Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. See h.10.

Event description:
It was reported that connector c35-o leaked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown patient reported line got disconnected. Patient saw small amount of blood on floor with tacrolimus drip disconnected on the lowest port with connector and injector on the floor. The following was reported via email: patient reported line got disconnected. On witnessing, saw small amount of blood on floor with tacrolimus drip disconnected on the lowest port with connector and injector on the floor. Blood leaking through blue cap at lowest port. Discarded whole unit and replaced new tacro drip from the beginning.

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that connector c35-o leaked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown patient reported line got disconnected. Patient saw small amount of blood on floor with tacrolimus drip disconnected on the lowest port with connector and injector on the floor. The following was reported via email: patient reported line got disconnected. On witnessing, saw small amount of blood on floor with tacrolimus drip disconnected on the lowest port with connector and injector on the floor. Blood leaking through blue cap at lowest port. Discarded whole unit and replaced new tacro drip from the beginning.